Manufacturer narrative:
The device was not returned for evaluation; however, photographic evidence was provided. From the photo, it can be seen that the shank of the screw has fractured off. The complaint is confirmed. A DHR review could not be performed as a lot number was not provided. The cause could not be determined.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw broke during surgery. The physician wanted to change the placement of the screw and attempted to back it out. While backing it out, the screw broke. The threaded portion of the screw shaft which was embedded in bone was not able to be removed. The physician was able to place another screw in a different position to complete the construct. No other consequence to the patient was reported.